Manufacturer narrative:
G4: 03mar2020, b4: 04mar2020. The power management board (assy, pcb, pwr mgmt, v680) was returned to failure investigation (fi) for evaluation. No anomalies were noted. The returned pm will be installed into a good test unit. The ventilator remained operational with no errors detected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Unable to replicate failure. Cycle testing did not replicate reported failure. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. 11/06/2019.

Event description:
The customer reported a vent inoperative alarm data acquisition printed circuit board assembly adc reference failure. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 02dec2019. The manufacturer¿s international service technician could not duplicate the reported occurrence of data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failure however the error was encountered in the error report. The manufacturer¿s international service technician replaced the power management (pm) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.